Manufacturer narrative:
The reported event of premature discharge of battery/unstable battery was not confirmed. Final analysis found the device was received with battery voltage at elective replacement indicator (eri) level which was reached post-explant. The device triggered a false eri alert while implanted consistent with auto-capture and high output mode condition. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range, and no indication of premature depletion was noted. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed, and the device exceeded seventy five percent of projected longevity indicating normal battery depletion.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.